Event description:
It was reported that this right ventricular (rv) lead exhibited insulation damaged with noise upon arm movement in shock channel. This rv lead was surgically abandoned and replaced with different model. No additional adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured before the implementation of the UDI regulation, so the complete UDI is unavailable. Applicable us product data has been included in this report.

Event description:
It was reported that this right ventricular (rv) lead exhibited insulation damaged with noise upon arm movement in shock channel. This rv lead was surgically abandoned and replaced with different model. No additional adverse patient effects were reported. Additional information received indicates that the noise was detected with manipulation.

Manufacturer narrative:
This product was manufactured before the implementation of the UDI regulation, so the complete UDI is unavailable. Applicable us product data has been included in this report.